Event description:
Boston scientific received information that during a procedure to replace the cardiac resynchronization therapy defibrillator (crt-d) (device (B)(4)), this right ventricular (rv) lead as well as the competitor right atrial (ra) lead could not be removed from the device header. Several different torque wrenches were tried, but none worked. Since the leads could not be removed, the physician stopped the procedure and put the device back into the pocket. The patient was sent to another hospital for cardiac surgery. During the second procedure, the setscrews were able to turn just fine. The were able to successfully replace the device. The device and lead will not be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.